Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine collection cup, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: we ran the ten samples in 3 different automated urine analyzers (iq elite, iq sprint and sysmex) using three different collection tubes (the plain red top container, bd plain tube and bd tube with preservative). With the 3 analyzers, rbcs count was shooting up in all the samples that were collected in bd plain tube. Upon reviewing the results, images in iq was showing real rbcs while rbcs images in sysmex was not that clear. We performed manual cell count for all samples (10 samples, 3 collecting tubes). Slight elevation was noticed in some of the samples that were collected in bd plain tube. We used additional bd tubes, one plain and one with preservative, and filled it by pouring the urine manually rather than by vacuum. Those tubes were then ran in iq elite. We noticed that rbcs count is not showing any problem in the manually filled tubes. Based on the above findings and regardless whether the detected rbcs in bd plain tube are real rbcs or not, we think that using these vacuum filled tubes is introducing some kind of error that cause rising in rbcs count and ends with reporting wrong results which might affect patient management and patient safety. Hence we decided to stop using bd vacutainer urine collection system till we receive clarification from your side. The same issue was reported under (B)(4) but customer still facing the same problem.

Event description:
It was reported when using the bd vacutainer® urine collection cup, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: we ran the ten samples in 3 different automated urine analyzers (iq elite, iq sprint and sysmex) using three different collection tubes (the plain red top container, bd plain tube and bd tube with preservitive). With the 3 analyzers, rbcs count was shooting up in all the samples that were collected in bd plain tube. Upon reviewing the results, images in iq was showing real rbcs while rbcs images in sysmex was not that clear. 2. We performed manual cell count for all samples (10 samples*3 collecting tubes). Slight elevation was noticed in some of the samples that were collected in bd plain tube. 3. We used additional bd tubes, one plain and one with preservative, and filled it by pouring the urine manually rather than by vaccum. Those tubes were then ran in iq elite. We noticed that rbcs count is not showing any problem in the manually filled tubes. Based on the above findings and regardless whether the detected rbcs in bd plain tube are real rbcs or not, we think that using these vacuum filled tubes is introducing some kind of error that cause rising in rbcs count and ends with reporting wrong results which might affect patient management and patient safety. Hence we decided to stop using bd vacutainer urine collection system till we receive clarification from your side.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-04-07. H.6. Investigation summary: this investigation is for the following complaints for elevated rbc counts: material # 364941, lot #: 0247853. Bd received return samples on lot # 1186876 for investigation. Device history record (DHR review) of lot #'s 0272232, 1186876, 0247853, 1230641: based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaint history review: no similar complaints have been reported for these lot numbers and no similar complaints were found on these material numbers (36915 and 364941) within the past 18 months. In 2020 a number of complaints regarding erroneous rbc determinations when bd urine cups were used in conjunction with sysmex instruments were reported. Further investigation identified a link between the amount of lube applied to the sample needle in the urine cup and these elevated rbc results when using the sysmex instrument. A product notification was provided to sysmex alerting them to this fact and informing them that ¿improved¿ urine cups (i.e. With less lube) would begin production by october 2020. The lower lube level needles were not in production until lot 1060502 manufactured in march 2021. Lot # 0247853 was manufactured prior to the change. Lot # 1230641 was manufactured after the change. Clinical testing was performed on retains for material # 364941 (urine cup), retains for material # 364915 (tube urine plh 16x100 ua beige) lot 1186876, 0272232, customer provided material # 364915, lot 1186876, and control samples. There were no difficulties encountered during urine collection and subsequent tube fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (elevated rbc's) because the defect was not evident in the testing of the complaint lot samples. Replicates of customer, retain and control samples were acceptable in terms of both precision and accuracy. All tubes tested demonstrated clinically acceptable performance. This complaint is unable to be confirmed for erroneous results(elevated rbc's). This complaint is unable to be confirmed for erroneous results. To date bd has been unable to replicate the reported issue of falsely elevated rbcs during automated urinalysis while using the urine cup with the integrated transfer device. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to elevated rbc's were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.